Manufacturer narrative:
Was added in error. Neither the product code nor the lot number is known. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number was reported as h18a28074, but the product code was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the patient line during drain three of four of peritoneal dialysis therapy. The patient visited the hospital the next day to have the transfer set replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.